Manufacturer narrative:
Check of the DHR of the cup involved (lot # 201311589) did not show any anomaly. No other complaints received on this lot # (total of pieces manufactured: (B)(4)). By the event description, no malfunction of the prosthesis; the only cause for the revision seems to be a suboptimal positioning of the cup during primary surgery, which caused the hip dislocation and pain post-op to the patient. Also, a mixed prosthesis was used during primary surgery (acetabular part from lima; femoral part from a competitor); this could have somehow contributed to the incident. The only x-ray available underwent a medical judgment: according to this evaluation, the position of the cup was too horizontal and, maybe (only an axial x-ray would confirm it, but it's not available), also the anteversion of the cup was suboptimal. The above conditions have probably contributed to the incident. Explants not received. No corrective actions for this case. This was a poor positioning of the cup during primary surgery, the issue was addressed during the revision surgery. According to our pms data, the total revision rate related to delta tt cups is low (B)(4). A total of 11 revisions were reported specifically on a delta tt cup. The majority of these cases are septic or aseptic loosening of the cup from the bone.

Event description:
Delta tt cup and delta poly liner implanted on (B)(6) 2014. Patient developed groin and thigh pain over time, leading to revision surgery on (B)(6) 2015. Surgeon advised that he implanted cup in wrong version during primary surgery. In addition, sales rep advised that the implant did not dislocate, it was the hip that was dislocating due to poor positioning of the cup. There was no implant failure in this case. Event occurred in (B)(6).